Event description:
It has been reported to philips that the c-arm was stuck in the rao (right anterior oblique) position. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment was completed as planned because the c arm got stuck right after the procedure was done. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was stuck in the rao (right anterior oblique) position and will not move even after rebooting the system. Analysis of log file showed that there was an issue with orientation switch. Upon troubleshooting, fse performed the c-arm geometry calibration and when c-arm started moving fse found a lot of contrast on the clea railing which caused c-arm to get stuck. Fse cleaned the contrast off with hot water and a wash rag. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.